Manufacturer narrative:
Complaint conclusion: during an unknown procedure, an angioguard filter (5mm basket, medium support) failed to re-capture correctly. There was no patient injury reported. Multiple attempts have been made for additional information and to obtain the return of the product and requests have been unsuccessful. The device was not returned for analysis. A product history record (phr) review of lot 35235361 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿capture system~capture difficulty¿ could not be confirmed as the device was not returned for analysis and procedural films were not received. The exact cause could not be determined. Procedural and handling factors may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿never attempt to capture the filter basket with the deployment sheath. Once the lesion is treated and all of the interventional or diagnostic devices have been removed, remove the flushed capture sheath from the dispenser coil and thread over the proximal end of the guidewire. Grasp the guidewire proximally as it exits the rx port and push the capture sheath through the open hemostasis valve. Collapse the filter basket by advancing the capture sheath until the distal capture sheath marker band is adjacent to the proximal filter basket marker band. Using fluoroscopy, confirm filter basket closure by ensuring reduction of diameter of the radiopaque strut marker bands. Note: do not try removing the angioguard® rx emboli capture guidewire by only pulling on the capture sheath. Note: never pull the angioguard® rx emboli capture guidewire into the guiding catheter or interventional sheath introducer if there is resistance. If resistance is encountered, reposition the capture sheath to ensure that the filter basket is properly seated into the capture sheath. Using fluoroscopy, verify capture sheath position by checking marker band alignment between the capture sheath and the guidewire. Remove the device by grasping the guidewire and capture sheath together near the hemovalve. Pull the system through the guiding catheter or interventional sheath introducer, and out of the hemovalve as a single unit. Care should be taken when pulling the basket through the open hemovalve, to avoid potential release of captured emboli.¿ the phr review does not suggest that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, an angioguard filter (5mm basket, medium support) failed to re-capture correctly. There was no patient injury reported. The device was clinically used and will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections concomitant medical products, PMA/510k, if follow-up, what type, and device evaluated by MFR have been updated accordingly. One non-sterile 5mm basket, medium support, a deployment sheath, and a capture sheath were received for analysis inside a plastic bag. Neither original packaging nor coil dispenser was received. Per visual analysis, no anomalies were observed on the filter basket. However, an unzipped condition was observed on the delivery sheath from 26.0 cm to 39.0 cm from delivery sheath distal end. Per microscopic analysis, the unit was observed under the vision system and no anomalies observed. Functional analysis could not be performed due to the damaged condition of the angioguard delivery unit as received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections PMA/510k, if follow-up, what type, device evaluated by MFR and adverse event problem have been updated accordingly. An angioguard rx filter (5mm basket, medium support) failed to re-capture correctly. There was no patient injury reported. The device was returned for analysis. One non-sterile 5mm basket, medium support angioguard rx embolic capture guidewire system, a deployment sheath, and a capture sheath were received for analysis inside a plastic bag. Neither original packaging nor coil dispenser was returned. Per visual analysis, no anomalies were observed on the filter basket. However, an unzipped condition was observed on the delivery sheath from 26.0 cm to 39.0 cm from delivery sheath distal end. Per microscopic analysis no anomalies were noted. Functional analysis could not be performed due to the damaged condition of the device. A product history record (phr) review of lot 35235361 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿capture system-capture difficulty¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the very limited information available for review, procedural or handling factors may have contributed to the event as evidenced by the unzipped condition noted on the delivery sheath during analysis. It is possible the operator described the wrong component in the event description, however it was not possible to gather additional information or clarification from said source. According to the precautions in the safety information of the instructions for use, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. The deployment and capture sheaths are delicate instruments and should be handled carefully. Prior to use, and when possible during the procedure, inspect the deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.